Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with approximately 300 units of insulin. Reportedly, the insulin gauge displayed over 180 units of insulin, which adjusted to an accurate fill estimate of 220 units after 10.2 units of insulin had been delivered. However, it is unknown how much insulin the customer had delivered during this time. Tandem technical support advised the customer to monitor pump performance. Contact acknowledged. There was no impact to the customer's blood glucose level.